Event description:
It has been reported to philips that the c-arm cover fell off. There was no report of harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the screws fall off from the c-arm cover. Upon inspection, the fse found that the detector shift cover was loose and the screws had been lost. To resolve this issue, the philips field service engineer reinstalled screws. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.